Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site and subsequently was treated with oral and topical antibiotics (date and duration not reported). Following treatment the infection has reportedly resolved.